Manufacturer narrative:
The affected device has been requested for investigation at the manufactuer's site, results will be rported in a follow-up report.

Event description:
It was reported that an oil mixture was visable in the sight glass when filling the vaporizer with agent.